Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Event description:
Oracle ro (B)(4): air in line alarm on fully primed sets additional information received via email from customer and attached by smiths medical in complaint on (B)(6) 2021: (attributes were updated). Complaint did not occur on a patient. It occurred at distributor's in-house testing facility.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The customer stated problem was verified during testing. The root cause of the reported issue was found to be the air detector was inoperable.actions were taken to mitigate the reported issue: replaced the air detector.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited air in line alarm on fully primed sets. No patient injury reported.